Event description:
Senseonics was made aware of an incident were reported inaccuracy in sensor readings. No injury or medical intervention was reported.

Manufacturer narrative:
Based on an additional review of the system, bg values entered as calibrations fit sg trends well with occasional differences due to lag the past 30 days. Upon review of the examples provided by the user, we noticed that bg values provided were not entered in the system. We suggest that the user enters all bg values into the system, as calibrations or glucose events, when differences are observed. This may help the system adjust based on the information entered as a calibration and will assist us in evaluating the user's concerns. During our review we observed that some calibrations were entered after gaps in data. The user may experience less lag by allowing the system to display 1-2 sg readings after a gap before entering a calibration.